Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was feeling jittery, their heart was racing and hands were shaking. She went to urgent care and a bg was taken there and it was 52 mg/dl while the cgm was 197 mg/dl. Prior to going to urgent care, there were no bg or cgm values taken for comparison. No medications were provided but the patient drank juice. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The reported glucose values fall within the d zone of the parkes error grid.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 10/07/2025, the patient was feeling jittery, their heart was racing and hands were shaking. She went to urgent care and a bg was taken there and it was 52 mg/dl while the cgm was 197 mg/dl. Prior to going to urgent care, there were no bg or cgm values taken for comparison. No medications were provided but the patient drank juice. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b , d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction h2 type of follow up: correction h6 codes: correction.